Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and head/brain injury. The pump contained gablofen [2000 mcg/ml] at a dose of 1179 mcg/day. It was reported the patient exhibited baclofen withdrawal symptoms including increased spasticity and irritability. The onset of the event/difficulty was reported to have occurred on (B)(6) 2017. There were no environmental/external/patient factors that might have led or contributed to the issue. A side port aspiration was done. Some fluid was able to be withdrawn, but there were air bubbles. The catheter was completely replaced on (B)(6) 2017. The explanted catheter was discarded by the hcp. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included traumatic brain injury (tbi).